Manufacturer narrative:
(B)(4).

Event description:
My wife swallowed a mouthful of biotene. There is nothing on the bottle about it. It was a small mouth full. [Accidental device ingestion] kidney on the right side is tingling. [Localized tingling]. This case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) female patient who received glycerin (biotene original oral rinse (original)) mouth wash (batch number 9j189c, expiry date 13th august 2022) for dry mouth. On (B)(6) 2020, the patient started biotene original oral rinse (original). On (B)(6) 2020, less than a day after starting biotene original oral rinse (original), the patient experienced accidental device ingestion (serious criteria gsk medically significant) and localized tingling. Biotene original oral rinse (original) was discontinued on (B)(6) 2020 (dechallenge was positive). On (B)(6) 2020, the outcome of the localized tingling was recovering/resolving. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion and localized tingling to be related to biotene original oral rinse (original). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Adverse event information received via call center representative on (B)(6) 2020. The consumer reported, "my wife swallowed a mouthful of biotene. There is nothing on the bottle about it. It was a small mouth full. Kidney on the right side is tingling. Even under adverse circumstances, it's still a great product. I drank some water. Should I drink more?".